Manufacturer narrative:
Complaint conclusion: the sales rep was alerted to a few radial tears they have experienced over the past several months with our powerflex p3 balloon. Unfortunately none of the product has been saved. The product was not returned for analysis. As no lot number was provided a device history record (DHR) review could be generated. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. The catalog code provided (4200xxxx), represents an unknown powerflex p3 balloon catheters. The catalog and lot numbers for the actual product used in the procedure are unknown. Please note that the number of new events reported by the sales rep is unknown at this time. The device will not be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sales rep was alerted of a few radial tears they have experienced over the past several months with our powerflex p3 balloon. Unfortunately none of the product has not been saved.